Manufacturer narrative:
The biosense webster, inc product analysis lab received the device for evaluation on (B)(6) 2020. The device evaluation was completed on (B)(6) 2020. It was reported that a 58-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a transseptal puncture was performed with a baylis co needle. Ablation was done with the thermocool® smart touch® sf bi-directional navigation catheter. While exchanging a still sheath for the vizigo sheath, the patient¿s blood pressure dropped and a perforation to the inferior roof of the left atrium (la) was noticed. The cardiac perforation was confirmed by ultrasound. Pericardiocentesis was performed to remove 300 cc of fluid from the pericardial space. The patient was reported to be in stable condition after pericardial drainage. Prolonged hospitalization was required. The patient had fully recovered from the event. The device was visually inspected, and it was found in good condition. The temperature, deflection and irrigation features were tested, and no issues were found. The catheter was connected to the carto 3 and the 106 error was observed. Further investigation revealed an open circuit in the force sensor creating this issue. The physician¿s opinion regarding the cause of the adverse event was that it was procedure related. No biosense webster, inc. Product malfunctions nor error messages were reported. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The root cause of the adverse event remains unknown since no problem was found/no problem was detected that could have caused or contributed to the adverse event. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The error 106 cannot be determined since there is evidence that the device was manufactured according internal procedures. As such, conclusion code ¿cause not established" , result code of ¿open circuit ¿ and component code of ¿sensor¿ is related to the error 106 encountered during the evaluation of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a transseptal puncture was performed with a baylis co needle. Ablation was done with the thermocool® smart touch® sf bi-directional navigation catheter. While exchanging a still sheath for the vizigo sheath, the patient¿s blood pressure dropped and a perforation to the inferior roof of the left atrium (la) was noticed. The cardiac perforation was confirmed by ultrasound. Pericardiocentesis was performed to remove 300 cc of fluid from the pericardial space. The patient was reported to be in stable condition after pericardial drainage. Prolonged hospitalization was required. The patient had fully recovered from the event. The physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No biosense webster, inc. (Bwi) product malfunctions nor error messages were reported. The force visualization features used included graph, vector, dashboard and visitag. The parameters for stability used with the visitag module were 3 sec, 3 mm, 25% over 3g. Tag index was used as coloring option. There was no evidence of steam pop during the ablation. Smart touch sf catheter smartablate irrigation settings were used.